Event description:
On feb 11, 1999 rptr was notified by a sister hosp that they had had 4 needle sticks in their or due to a syringe/needle combination that had been packaged with the cap on the needle. Upon investigation staff discovered they had several boxes of the affected lot number and some of the packages contained needles without the caps. A crna informed rptr that she had almost stuck herself earlier in the day as she opened a package without a cap. The entire operating room, nursing units emergency room and the purchasing department were checked for any boxes with the affected lot number and these were isolated for return to the manufacturer.